Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the heater coil windings stretched. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled / retracted during the procedure. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the material was removed from the packaging and during the test, the web was uncapped in the serum and the controller device showed a green light, however, when positioned in the aneurysm, detachment did not occur, even with the use of 2 detachers, which showed a green light, and then quickly red light. Then the devices were replaced with others and the procedure was completed successfully. The patient was reported to be doing great.